Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they performed high pressure test and did not passed the test. The customer experienced high blood glucose level and blood glucose level was 22.5 mmol/l at the time of incident. The customer¿s current blood glucose value was 9.0 mmol/l. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of 12-24-2021 found bolus deliveries of 2.5u at 00:03:19, 0.225u at 00:33:21, 7.6u at 06:59:30, 10.1u at 07:06:03, 4.2u at 08:15:46, 1.8u at 10:06:17, 0.075u at 11:53:13, 0.175u at 12:13:19, 4.1u at 12:46:54, 0.2u at 13:43:19, 0.5u at 14:48:12, 0.5u at 15:33:14, 0.225u at 16:23:19, 0.15u at 17:13:19, 0.15u at 18:08:17, 4.1u at 19:43:32, 0.2 u at 20:46:15, 0.8u at 21:31:01, 0.225u at 22:21:03, 0.2u at 23:11:01, 0.2 u at 23:56:03. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and keypad overlay texture damage. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Device failed not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.